Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging that the patient experienced low blood glucose (bg) of 62 mg/dl with cognitive impairment and shakiness associated with a cgm (dex 012) issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger-stick blood glucose (bg) values; the cgm readings were reported to be 152 mg/dl, however the meter bg reading was reportedly 62 mg/dl. The patient also reportedly experienced elevated blood glucose (bg) of 250 mg/dl but under 500 mg/dl with no reported signs or symptoms of hyperglycemia. This bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with inaccurate cgm readings.